Manufacturer narrative:
Additional manufacturer narrative: this device was not available for return and evaluation according to the customer. The device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The root cause for the severe degeneration/ wear and tear cannot be conclusively determined at this time. However, it is likely that patient related factors and progression of disease may have contributed to the event. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 25mm aortic pericardial valve, implanted eleven (11) years, ten (10) months, and twenty six (26) days, was explanted due to degeneration/wear and tear. The explanted device was replaced with a 19mm aortic pericardial valve. The patient was noted as being discharged. No other information was provided.

Manufacturer narrative:
Excellent durability and low incidence of valve-related complications have been reported in the literature. Despite the low incidence of valve-related complications, it is well-known bioprosthetic tissue valves can deteriorate with time and eventually fail. Calcification of valves occurs as a progressive, time-dependent process. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, the device was not returned to edwards for analysis. The root cause for the reported degeneration secondary to calcification, leaflet perforations, stenosis, and insufficiency cannot be conclusively determined at this time. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received additional information stating that the 25mm pericardial aortic valve was explanted due to degeneration secondary to calcification and leaflet perforations, stenosis, and insufficiency. Per obtained medical records, the aorto-mitral curtain was noted to have extensive calcification and coronary artery bypass graft x1 was also performed. The patient was noted as being discharged in stable condition.